Manufacturer narrative:
Device passed the rewind, basic occlusion, prime/a33 and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump consistently had motor error alarms. The customer's blood glucose level was unknown at the time of the incident. The customer sated that the drive support cap appeared normal or slightly intended. The insulin pump was not exposed to high magnetic field. The customer was able to successfully clear the alarm. The motor error recurred when priming. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.